Event description:
Ous MDR - pacing impedance is reported to be 1310 ohm. There has been a steady increase in impedance for the ventricular lead and subsequent rise in threshold. The pt has already had the system replaced, but it would be useful to know any possible causes for this. No date of explant was provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.